Event description:
Many times over the last year, freestyle libre 3 reports low blood sugar. Reading with test strip/blood is within range. Also, when looking at the graph/info history, there are no reports of low readings and time below target shows zero. Abbott has replaced the reader 7 times, but none work any better, some worse. In the past seven days, I've had 5 low readings that do not show in my history. The 14 day sensors are also very erratic and abbott has replaced some of them at no charge. The sensor alarms as 'out of range' inconsistently.reference reports: mw5163316, mw5163317, mw5163318, m25163319, mw5163320, mw5163322.